Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03104. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b1, b2, d1, g2, h6. The revision reported was likely the result of prosthesis wear. Additionally, the sequence of events as related to the reported wear and instability cannot be confirmed and the contributions of each to the reported event cannot be determined. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that a 76 yo female patient, initial left knee implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 2 years 3 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella implant swap and was reimplanted with a truliant crc tibial insert crc size 2.5, 13mm sn: (B)(6) and an optetrak 3 peg patella cemented 29mm sn: (B)(6). There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device returns anticipated for analysis. The implant(s) were sent to the lab and legal at the hospital. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 4319957 200-02-29 - three peg patella 29mm. 4340659 02-010-03-0225 - logic cr femoral cem, left sz 2.5. 4365899 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. Additional information, including the product investigation, will be submitted within 30 days of receipt.